Event description:
The pt was hospitalized for hypoglycemia. The pt inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notified the user to disconnect from the infusion set three times during the prime / rewind sequence. The pt has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be inconsistent due to a time and date issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Use error contributed to the reported event as the patient inadvertently bolused an excessive amount of insulin during the prime step while still connected to the pump. The user guide instructs the patient to disconnect from the pump prior to the prime step. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.